Event description:
Healthcare provider reported a left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: analysis of the returned device identified: weight to the spec and opening on anterior a visual and microscopic analysis was performed which identified: striated opening on anterior and crease flat. Base on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Healthcare provider reported a left side rupture. The device has been explanted and replaced.